Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was not reported. There was no report of hospitalization. The patient was treated with ceftazidime injection (1g), vancomycin injection (1g) and heparin injection (1000 unit/ each bag). At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available at the time of this report.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.